Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with power error due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got power error detected on insulin pump. Customer's blood glucose was unknown at the time of the incident. Earlier in the day it came up that her battery needed replace and she hadn't changed that long ago. Customer stated she has had a few low blood glucose today, somewhere between 70.2 mg/dl and 73.8 mg/dl. Customer was able to treat lows with a snack, a quick acting glucose. Customer declined to further troubleshoot for low blood glucose. Recommended customer refer to back up plan per health care provider instructions. Advised the pump will need to be replaced. Product will be returned for analysis.